Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having breast cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having breast cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and an unknown dust contamination in the blower, blower box, top of the front panel on the blower wires, on the o-ring of the rear panel, on the bottom enclosure, on the blower and blower seal. The manufacturer also found evidence of a keratin-like substance and an unknown contamination on the blower box outlet, outside of the top enclosure at the sd card and modem locations. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown dust contamination and hair like particle in the water tank, bottom enclosure, dry box seal, dry box and rear panel, as well as on the heater plate. The manufacturer also found evidence of an unknown contamination and dark colored contamination in the flip lid outlet port, flip lid seal and bottom cover. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instance of: e-83. The manufacturer concludes the contaminates found were consistent with liquid ingress, an unknown contaminant, dust and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-43406-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having breast cancer. Section b5 should be corrected/updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged the device caused breast cancer. There was no medical intervention required by the patient. The reported event of breast cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.